Event description:
After initial use, surgeon released the trigger; the blade kept turning. New handpiece with same lot number malfunctioned in the same way.what was the original intended procedure?supracervical hysterectomy, robotic assisted laparoscopic right salpingo-oopherectomy, left ovarian cystectomy, possible left salpingo-oopherectomy, possible exploratory laparotomy.